Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device reached recommended replacement time (rrt) and exhibited premature battery depletion. The cardiac re synchronization therapy defibrillator (crt-d) was explanted and replaced. No patient complications have been reported as a result of this event. The device was returned to the manufacturer and analyzed. It was determined that the device exhibited shorter than expected longevity estimate due to a programmer software estimator error. The programmer remains in use.